Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing and x-ray examination did not find any conductor fracture. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2021-35591. It was reported that the patient presented in for in-clinic follow up with the right atrial (ra) lead exhibiting high capture threshold. An inactive right ventricular (rv) lead had previously been capped and replaced on (B)(6) 2001 due to fracture. Both leads explanted and replaced. The patient was stable.